Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00 pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user experienced dizziness accompanied with a blood glucose reading of 500 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 129 mg/dl. No treatment was warranted nor was the end user transported to the ER due to her reading was within the normal range. No additional details were provided in regards to this medical event.